Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted after the investigation has been completed. (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that, while installing a CT system, an fe accidentally touched the high voltage slip ring. The fe went to the emergency room for immediate treatment and was subsequently transferred and admitted overnight to a burn treatment center.

Manufacturer narrative:
Ge healthcare engineering determined that the cause of the injury to the field engineer's hand was improper servicing methods. During troubleshooting of system install, an fe did not ensure the slip ring cover was on when the slip ring was energized. While leaning in, his hand slipped and he touched the slip ring; sustaining a hand burn that required overnight treatment at a burn treatment center. It is concluded that this is not a design or part quality issue, but ehs issue due to workmanship. Proper servicing methods, focused attention and ppe (gloves) will prevent a recurrence of this injury.